Manufacturer narrative:
Zimmer biomet does not have regulatory reporting responsability for this event. This event has been reassessed as not reportable. Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. Applicable manufacturer¿s internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, or problems occurred during the manufacture of the lot, which could cause or contribute to the reported complaint condition. A review of other manufacturers complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. The visual inspection confirms the information supplied by the customer locator abutment at tooth site 44 has loosened and patient accidentally bit on it so that locator threads got damaged. The presence of the metal burrs as well as the plaque would prevent the abutment from functioning as intended. The product was damaged by the patient during function; therefore, the event is not the result of a manufacturing error.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown.

Event description:
Doctor reported that implant is intact. Locator abutment at tooth site 44 has loosened and patient accidentally bit on it so that locator threads got damaged. New locator matrix was placed. Placement date: (B)(6) 2017.